Event description:
Procedure type: colon resection. According to the rptr: prior to the device application the surgeon stated there was some bleeding already. After the surgeon applied the device, he had to mobilize the colon as it seemed the anastomosis was being pulled. After the procedure, the surgeon checked the donuts and they were fine. A leak test was performed with air and none was observed. Overall, the procedure seemed to have gone smoothly, however when the pt was in ICU approximately 5 to 6 hrs post operatively, the dr noticed rectal bleeding. The pt was brought back to the or to correct bleeding. It is not known how the bleeding was controlled. It is not known if transfusion was needed. Pt was sent back to recovery and doing fine. No pt details were known.